Manufacturer narrative:
Pending engineering evaluation. Concomitant device(s): 3 peg patella, 29 mm (cn: 200-02-29; sn: (B)(4)). Optetrak logic ps femoral component, cemented, right, size 3 (cn: 02-010-01-0330; sn: (B)(4)). Optetrak logic ps modular tibial insert, size 3, 9 mm (cn: 02-012-35-3009; sn:(B)(4)). Initial reporter's occupation: attorney.

Event description:
Index surgery: (B)(6) 2012. Pending revision of the right knee - reason not reported.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the pending revision was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors. (D11) concomitant device(s): -3 peg patella, 29mm (cn: 200-02-29; sn:(B)(6)) -optetrak logic ps femoral component, cemented, right, size 3 (cn: 02-010-01-0330; sn: (B)(6)) -optetrak logic ps modular tibial insert, size 3, 9mm (cn: 02-012-35-3009; sn: (B)(6)) no information provided in the following section(s): a4, a5, and d7. No information provided in the following section(s): a4, a5, and d7. The following section(s) have additional info: b5, g4, g7, h1, h2, h3, h6, and h7.

Event description:
As reported, this male patient experienced a right tka on (B)(6) 2012. A pending revision was reported. The reason for the revision was not reported. No other information reported. The reason for the pending revision reported was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors.